Event description:
It was reported that bd angiocath¿ IV catheter was broken when it was removed. It was confirmed that the catheter broke into two pieces, both of which did not remain in the patient. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following: patient sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received one used catheter/adapter assembly, an unused catheter/adapter assembly and one unused unit in a sealed package on 7/31/1208 from catalog number 381123, lot number 7117503 at bd sandy. Photos were also returned. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter broke/separated after placement with lot #7117503 regarding item #381123. DHR review: a review of the device history record was completed for sub-assembly# 008650bjf lot 7116864 manufactured from 29-apr-2017 to 30-may-17 in asam04 machine and manufactured from 02-may-17 to 29-may-17 in asam03 machine used in claimed lot 7117503. This lot was reviewed regarding the tests of was analyzed for "pull off test of catheter" and "damaged component" and it was found the quality notification # (B)(4) of low pull force catheter x adapter. The lot was submitted to the severe sampling and the results of ppk were approval and the product was released and there are no other records of test that could lead to this complaint. Qn/ ncmr review: it was evidenced the quality notification # (B)(4) of low pull force catheter x adapter during the analysis of the assembly period of the claimed lot. Even though of the non-conformity has been evidenced, it is not possible to determine that the defect is related to this complaint, since they have different causes. Bd cannot confirm the customer's claim for the defect claimed. After analyzing the attached photos, it can be seen that the catheter cut could have been caused by cutting material that was probably used during catheter withdrawal from the patient's vein. It should be noted that the low pull force investigations in the catheter assembly batch histories and quality notification # (B)(4) on this same reason have no direct relation to the defect claimed, since low pull force could cause the catheter is released from the adapter and the photos show that the catheter is inserted into the adapter, but the characteristic is a diagonal cut in the catheter that most likely was made by cutting material external to the product. Based on the results of the investigation it can be verified that the root cause of this complaint is related to an accidental cutting caused by a cutting material when removal the catheter from the vein of the patient. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter was broken when it was removed. It was confirmed that the catheter broke into two pieces, both of which did not remain in the patient. No serious injury or medical intervention was reported.